Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/31/2016 with the following findings. Investigation revealed a crack in the battery compartment. Unrelated to this issue, the bolus button was detached and missing making further testing of the bolus button functionality impossible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 10/31/2016. Investigation revealed a crack in the battery compartment.